Manufacturer narrative:
B3: 2025 was the year of the reported event but the exact month/day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy testing +6.7%. There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Testing found no issues, thus unable to confirm. All performance verification tests were performed. All tests exceeded specifications. The software was updated. Probable cause: none found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.